Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown origin. The patient was taking an unspecified medication for the treatment of an unknown indication. In late 2007, a humapen ergo teal/clear pen body (lot 40198) with a clear cartridge holder attached was reported to have a high injection force required, plunger jammed, and the cartridge holder was loose. The humapen ergo teal/clear pen body with a clear cartridge holder attached is associated with another device. The operator of the device was unknown and if was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on a week later. Initial examination found two broken engagement tabs. Refer to results/conclusions section. Update 01/10/2008: additional information received in gpcms on 01/09/2008, added lss summary to qc info tab and EU/ca device tab; changed improper use from no to yes; updated final fields, further investigation field and deleted expected fu date on EU/ca device button; updated psur comments and added 'refer to results/conclusions section' to narrative. Update 01/11/2008: edit made following internal review, added corrective action, implementation date and improper use information. This follow-up was backdated to 01/09/2008. Updated corresponding fields and narrative.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Note: this report includes final evaluation findings. No additional information is expected. Evaluation summary: lss analysis summary: the actual complaint device (lot 40198, manufactured december 2001) was returned for investigation. The investigation found both clear cartridge holder engagement tabs were broken. This malfunction may result in an underdose. Corrective action, broken engagement tabs: the user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact your healthcare professional." There is evidence of improper use. Tool marks were observed on both engagement tab and mounting bayonet surfaces. These tool marks are consistent with the use of an x-acto knife to cut off the tabs. A second malfunction, which according to the user manual renders the device unusable, was also found upon investigation. The malfunction, a detached injection foot, may result in an underdose. This malfunction is confirmed without testing. Corrective action, detached injection foot: a new foot design, which requires higher force to detach, was implemented in 2002 with lot 40277, which was after this reported lot.